Event description:
Multiple small white particles were noticed when product was removed from the original container. The particles were observed by microscope & not by naked eye. MFR refuses to ship the product in refridgerated packaging & the package clearly states to keep refrigerated up until 20 to 45 minutes prior to use. MFR denies need for keeping cold during shipping & temperatures had reached the 100's outside.